Event description:
Disposable vitrectomy pack. Prime/calibration performed without incident. When case started the infusion fluid would not infuse. Attempts at recalibration failed. Tubing and cassette obtained from a new pack, was primed and worked without incident.